Manufacturer narrative:
The dispenser hoop, pusher, and implant were all returned for evaluation. The introducer and microcatheter were not returned. The implant was found detached from the pusher. The heater coil of the pusher did not hvae any evidence of thermal detachment. The distal uv glue joint for the outer sleeve was broken. The pusher core wire and the gold connector were both bent. The electrical resistance of the pusher was found to be in specification. The implant was stretched at the proximal end. The attachment monofilament was dissected out from the pusher and the tip was found to be somewhat stretched. The monofilament's condition indicates the implant most likely experienced a pulling force over specification, which caused it to stretch and detach from the pusher. The origin of the force placed on the device could not be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Therefore, the root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil implant detached prematurely. A snare was used to retrieve the detached coil. There was no reported patient injury.